Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information; however, no response was received.